Event description:
The customer reported that when he activated the pod, which was worn of his back, he didn't feel a pinch as he normally does. About twelve hours later he noticed his blood glucose was starting to rise, measuring 217 mg/dl. He has someone check the viewing window to verify that the cannula was inserted, but there was condensation in the window. He went to bed and woke up with bg of 369 mg/dl. When the device was removed he observed that the cannula was kinked or bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked or bent canula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it whenever your blood glucose has been running unusually high or low or if you suspect that your blood glucose is high or low."